Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml fentanyl at 2050 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that an empty pump occurred on (B)(6) 2016. The empty pump alarm was also noted with a physician programmer. The patient was in the hospital for an unrelated reason and therefore was unable to get the pump refilled. It was initially unknown when the pump would be refilled, however the patient had oral medications available should the need arise. It was later reported that the patient had a refill on (B)(6) 2016. There was no change in therapy, no withdrawal symptoms prior to refill, and no other symptoms reported. If additional information is received, a follow-up report will be submitted.